Event description:
It was reported that when using the bd pyxis medstation system had failed to detect the full-height drawer 4 on the communication bus. The malfunction occurred during the dispensing of medication to a patient, but it did not cause any delays to patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the full-height cubie drawer 4, which had a non-functional pmc controller board.a field service engineer replaced the faulty board and reconfigured the drawer to resolve the issue.the contact information was kept blank due to the reported issues that were found by the field service technician while on site.the system functioned as intended after the field service engineer troubleshooted the device.